Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
As reported to customer relation, "the sheath was up and over with a balloon down. Once the balloon had been deflated, they attempted to pull back on the sheath. At this time the hub separated from the sheath. The entire system was then pulled out with the balloon still inside the sheath. A new g44155-kcfw-7.0-18/38-45-rb-anl0-hc was opened and used to complete the procedure."

Manufacturer narrative:
Additional information: the patient underwent a lower extremity angioplasty procedure for treatment. A competitor drug-coated balloon catheter was utilized through the sheath with access via the femoral artery. The separation was reported to have occurred during removal of the sheath. Investigation - evaluation: a review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One flexor ansel guiding sheath was returned for evaluation with a competitor drug-coated balloon catheter inserted. The check-flo assembly was noted to be separated. Hemostat marks were observed on the proximal end of the tubing just distal to the flare. The flare was found to be oval shaped, with a ruffled appearance and white stress marks on the interior of the flare. Both of these observations indicate that a significant amount of force was required to separate the check-flo assembly and sheath tubing. During inspection, the balloon catheter was removed from the sheath without a significant amount of force. A document based investigation evaluation was also performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events on the finished product which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. Specific items addressed include: based on the information provided and the results of the investigation, a definitive root cause to the reported event could not be conclusively determined. We will continue to monitor for similar complaints. Per the health risk assessment, no further action is required.